Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the polarsheath was returned for analysis. Visual inspection of the device noted a tear in the center of the hemostatic valve. Functional testing was performed, upon aspiration air was visible in the flush line. The device was unable to maintain pressure. The handle was disassembled, and the location of the leak was confirmed to be the hemostatic valve at the proximal end. This tear resulted in the polarsheath leaking. Product analysis confirmed the reported event of sheath, visible air/bubbles. And with all available information, the problem was traced to the design specification.

Event description:
It was reported that air was observed inside the sheath. During an ablation procedure to treat atrial fibrillation (af), a polarsheath steerable sheath was selected for use. While preparing the device, air entered the sheath, and it continued to draw air. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that air was observed inside the sheath. During an ablation procedure to treat atrial fibrillation (af), a polarsheath steerable sheath was selected for use. While preparing the device, air entered the sheath, and it continued to draw air. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.